Event description:
The customer reported that the device locks up during the operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device locks up during the operational check. The device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.